Event description:
Complainant alleged that during training by facility staff, the device displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was duplicated and attributed to pace/defib engine board. The pace/defib engine will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not dentified an increase in trend.